Event description:
It was reported that "when removing the catheter, the filled fixation balloon could not be deflated. None of the repeated attempts were successful. Patient referred to urology outpatient clinic for more invasive procedure". Additional information received states that under local sedation, the catheter was cut out. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn # (B)(4). Other remarks: n/a corrected data: n/a.

Event description:
It was reported that "when removing the catheter, the filled fixation balloon could not be deflated. None of the repeated attempts were successful. Patient referred to urology outpatient clinic for more invasive procedure". Additional information received states that under local sedation, the catheter was cut out. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for investigation. The manufacturer reported: "on representative sample was received for further investigation. Visual examination on the catheter did not reveal any obvious defect or abnormality. There was no sign of kinking, clamp mark or collapsed lumen observed throughout the shaft. The catheter was inflated with 10ml of water using a luer tip syringe. The balloons inflated without any difficulties. No latex particle or other foreign particle can be seen within the balloon or inflation eye. The inflation eye was normal, and no collapse of the inflation lumen observed. Leaving the inflated balloon for 30 minutes and it showed no sign of leak on any part of the catheter. Deflation of the balloon by connecting empty luer tip syringe barrel to the valve was smooth and completed. Non-deflation could be occurred due to several reasons such as it was being bent or kinked during the usage, improper fixation of syringe to the valve or excessive pressure applied during deflation process. Besides that, clamping with hard object, heavy encrustation of salt deposits and the use of inflating fluids such as non-sterile water or saline also may lead to such problem. Based on the analysis carried out on the returned sample, the catheter was fully functional upon deflation test conducted. The balloon was able to inflate and deflate without any problem. Reviewing the manufacturing process, no potential cause could have contributed to the problem. All products were subjected for 100% inspection of leak test, inflation, and deflation test. The defect related to functionality of the product will be culled out during inspection. Since there was no product dis-functionality issue observed based on reported failure, therefore this complaint is not confirmed." Teleflex will continue to monitor and trend on complaints of this nature.